Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that after the stent was deployed during an endovascular aneurysm repair the physician felt resistance when attempting to remove the balloon. He pulled moderately on the catheter and the balloon separated from the catheter and remained in the sheath.

Manufacturer narrative:
Analysis: the device in question was removed from the bio hazard bag and inspected. The 10mm balloon had been separated from the catheter shaft as mentioned in the case details. The balloon had separated at the end of the proximal balloon bond. This location is called the inflection point of the balloon where the balloon neck ends and the proximal balloon cone transition begins. Proximal balloon bond tensile testing is conducted on every production lot of catheters produced to ensure the integrity of the balloon bond. The area of the break shows that the bond area had been necked down to a smaller diameter prior to the separation of the balloon. To break this bond enough force was applied to exceed the product requirement of 15 newtons (n). The instructions for use (IFU) specify do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered. Based on the details of the complaint and the condition of the balloon it would appear that the balloon was caught somehow at the end of the introducer sheath. It is possible that the distal tip of the sheath inverted in on itself during withdrawal. This cannot be confirmed however. It is also possible that the balloon ruptured on a calcified portion of the lesion that was being treated. If the balloon had ruptured as mentioned, the balloon separation from the shaft may have occurred when the balloon was withdrawn back into the introducer sheath. In some cases if all the contrast has not been evacuated from the balloon prior to withdrawal through the sheath, upon withdrawal the remaining fluid gets pushed into the distal balloon cone creating a plug that prevents the balloon from coming back through the sheath. If enough force is applied the catheter shaft could break. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. A review of the proximal balloon bond to shaft tensile test data from this production lot indicates that the minimum tensile force required to separate the catheter shaft from the balloon was 23 n. The requirement is a minimum of 15 n. This far exceeds the requirement. A review of the balloon burst test data was also reviewed. During the lot qualification testing during the manufacture of the balloon and then again after the balloon is attached to the catheter indicates that the lowest burst volume noted was 19.4 atmospheres. This is also well above the product requirement of 12 atmospheres as detailed on the product label. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty.

Manufacturer narrative:
Corrected b.3.

Event description:
N/a.